Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l1-l5 due to complete assimilation of vertebra at l2-3. Due to serious osteosclerosis and narrowing of intervertebral disc on l3/4/5 it was hard to raise the bone during the operation of l4/5. After the insertion of the device on l4/5, the operation of l3/4 was performed. Since the osteosclerosis became more serious, the shaver broke during the operation of lifting. Because the broken part could be taken out easily, the operation was continued by using the instrument such as 8mm distractor and the cage was inserted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: it was visually confirmed approximately 35 mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The hardness appears to be to print spec. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.